Manufacturer narrative:
Insulin pump received with button error alarm and had no button response due to corroded keypad traces. Unable to performed displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer received a button error and was not able to clear the alarm. Customer's blood glucose was 209 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.